Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 03/01/2011, 03/08/2011, 03/11/2011, and 03/23/2011 by phone, fax, and mail. Additional info was obtained by phone on 03/02/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was explanted. In a follow-up, the nurse explained the lens was removed and replaced during the same procedure when the "capsule was compromised". He reported that the pt did not experience documented complications. Additional info has been requested.